Event description:
It was reported that pump displayed malfunction code 9 with fault ID 9 ¿ 0x20f1 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was provided pump reset information, and successfully reset pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if any malfunction code recurred.